Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked keypad overlay, missing display window cover and partial broken reservoir tube lip. The p cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.